Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion field service representative was able to verify the customer's reported issue. Bench testing revealed a faulty main board. The service technician replaced the main board and the reported issue was resolved. The suspect device passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that vela ventilator alarmed transducer fault. The customer confirmed there was no patient involvement associated with the reported issue. The customer determined the most likely cause of the reported issue is the main board.

Manufacturer narrative:
A vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed pt802 transducer has failed.